Event description:
It was reported that a patient was presenting with a non-union at c4-c5 level from a previous cervical fusion in which a zero p implant was used on an unknown date. The nonunion was observed during postoperative imaging and intraoperative during the revision. During the revision surgery on (B)(6) 2014 the surgeon also had an issue with the instrumentation. The patient has had multiple cervical fusions surgeries pertaining to the c4-t1 levels. The dates for all previous surgeries were not supplied. Zero-p implant was not explanted. Surgeon revised the patient to an anterior cervical discectomy fusion at c3-c4 with a plate and spacer and backed up the patient with an additional fixation construct from c3 to t3 level posterior. Also, the (311.349) instrument tap for the 3.5mm screws broke. The yellow band at the 3.5mm diameter position on the tap came loose during surgery and fall into the open cavity. It was reported that all pieces were retrieved and accounted for by the surgeon; this delayed the procedure by less than one minute. The surgeon used another instrument tap that was available in the operating room to complete the procedure. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Event date: unknown. This report is for an unknown zero-p implant unknown size/unknown lot. Implant date: unknown. Explant date: zero-p implant has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.